Event description:
A report was received that a pt was explanted due to an infection at the pocket site. The pt was treated with oral antibiotics.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for eval.